Event description:
The facility returned the device for service. During service, the pump was found to have bad batteries. The hospital representative stated there was no patient injury or medical intervention.